Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. The programmer never shut down during testing. No rf (radio frequency) head was returned with the programmer; a faulty rf head cable could cause the programmer to power down. Stylus pen is missing. Tape found over microphone hole which caused the programmer to fail the audio loopback test during functional testing; when the tape was peeled back, the programmer passed this test.

Event description:
It was reported that the programmer had been powering on and off in the middle of patient device checks. It was noted that the power cord seemed to be tightly connected. The programmer was returned for service. No patient complications were reported as a result of this event.